Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. The customer's blood glucose level was 165 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.